Manufacturer narrative:
The event of system explant due to infection at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the entire system was explanted.